Manufacturer narrative:
Follow-up received on 03-feb-2016 follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. She had a fetal demise at (B)(6) (interpreted as fetal death). These events are serious due to medical significance. Pregnancy is a listed event in the reference safety information for essure, while fetal death is unlisted. In the present case, the patient reported having a hysterosalpingogram after placement which showed tubes were blocked. An ultrasound seems to have shown the inserts in correct position (near cornua). Since she got pregnant approximately 2 years after insertion, causality with essure cannot be excluded (device ineffective). The exact reason which led to fetal death was not reported in this case. However, considering that the pregnancy was at (B)(6), a mechanical interference between essure and the developing pregnancy cannot be totally excluded, therefore this event was considered related to the suspect insert. Non-serious events were also reported. This case was regarded as incident since a serious injury occurred (fetal death). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-oct-2015. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009. Patient became pregnant in 2011 but had fetal demise at 22 weeks. Patient reported having hysterosalpingogram after placement and being told tubes blocked. The reporting doctor had not placed the inserts. In 2014, patient complained of pelvic pain. Patient went back to the doctor and upon bimanual exam, she had adnexal tenderness. Doctor claimed to have ultrasound report that said inserts were near cornua. The physician called to talk to a qualified physician to discuss the procedure to remove essure. Ptc investigation results were provided on 07-nov-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events or lack of efficacy is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. She had a fetal demise at 22 weeks (interpreted as fetal death). These events are serious due to medical significance. Pregnancy is a listed event in the reference safety information for essure, while fetal death is unlisted. In the present case, the patient reported having a hysterosalpingogram after placement which showed tubes were blocked. An ultrasound seems to have shown the inserts in correct position (near cornua). Since she got pregnant approximately 2 years after insertion, causality with essure cannot be excluded (device ineffective). The exact reason which led to fetal death was not reported in this case. However, considering that the pregnancy was at 22 weeks, a mechanical interference between essure and the developing pregnancy cannot be totally excluded, therefore this event was considered related to the suspect insert. Non-serious events were also reported. This case was regarded as incident since a serious injury occurred (fetal death). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.